Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the touch screen was found to be frozen and it could not be calibrated. The device was not in use on a patient when this event occurred.